Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: cardiac tamponade requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was 2008. No predilatation was performed prior to stenting. After the inability to cross the lesion with the 3.0 x 23 mm xience v stent, a 3.5 x 18 mm xience v was placed in the proximal rca, a 2.5 x 15 mm and a 3.0 x 15 mm xience v stents were placed in the mid rca. Post procedure, the patient experienced a drop in blood pressure, 84 systolic, heart rate 90, was ashen with muffled heart sounds, and a small amount of pericardial fluid on echo. The patient was taken to or for subxiphoid pericardial window. Three hundred ml of bloody fluid and clotting blood was evacuated and one unit of blood was given in a transfusion. No additional event of patient information is available.

Manufacturer narrative:
The other two xience v's indicated are being filed under the same MFR number.